Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised due to broken neck segment from hip prosthesis. Similar events have been reported previously. For example, case number (B)(4). The reason for the late reporting is that the injured party is primarily employed here at (B)(6) hospital. But the operative wage as implanted by implant was performed at (B)(6) hospital.